Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 356.823, lot 2257478: manufacturing site: bettlach. Release to warehouse date: may 14, 2007. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the tip of the impactor is broken apart at the region of the left turned thread. The threaded part could be removed from the related pfna blade without problem. In general, this the device is in a very used condition; there are many stress marks all over the shaft; there are many nicks all over the handle; there are hammering marks on the top of the device and as well at the bottom where the attach/lock marking is. Due the damage relevant dimension could not be verified at the fracture zone. The returned impactor was examined, and the complaint condition was able to be confirmed. Per the device history record review, this lot of device was manufactured in may 2007 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities. The fracture face is homogeneous which indicates material conformity. These findings, the age and the very used condition of the device let us exclude a manufacturing related issue. Due to the condition of the instrument it is likely that a mechanical overload caused the threaded tip breakage of the impactor. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed for this impactor as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that all the broken fragments were removed from the patient. Surgery was completed successfully with no negative patient outcome. Concomitant device reported: pfna blade perf l105 sst (part # 02.027.036s, lot # l809489, quantity 1).

Manufacturer narrative:
Patient information is unknown. Date of event is unknown date between (B)(6). Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Date of concomitant therapy is the same day as the date of event; an unknown date between (B)(6). Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure in (B)(6) 2018, the tip of the impactor broke off intraoperatively at/in the blade. The surgery was prolonged about 45 minutes. Patient status is unknown. Concomitant devices: pfna blade (part: unknown, lot: unknown, quantity: 1). This report is for an impactor for a pfna blade. This is report 1 of 1 for (B)(4).